Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side possible rupture. And exchange from a textured to smooth breast implant, due to the patient¿s concern with the product. Device has been explanted and replaced.

Event description:
Healthcare professional reported, left side possible rupture. And exchange from a textured to smooth breast implant, due to the patient¿s concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, as it is not related to the device. Rupture: observed, opening assessed, as fold flaw opening. Additional observations: no other observation observed. No further actions are required, since no manufacturing issue is observed.